Event description:
The customer obtained glu results of greater than 450mg/dl from serum samples. Repeat analysis gave results of 98 and 100mg/dl. Investigation has determined that a user induced slide tracking error resulted in biased qc and pt results. There was no report of harm as a result of this event.